Event description:
According to the available information, after regular operation in recent months, the patient complained of a malfunction. The device was removed and it was noted that there was a pump/cylinder connection pipe break [tubing fracture]. The device was replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.